Event description:
Caller reported a malfunction on the pump, identified as malf 3, which could not be reset. There was no reported impact to the customer's blood glucose level, as the caller declined to answer whether the levels exceeded normal thresholds. To address the issue, customer planned to use a backup insulin pump while waiting for cts to send a replacement pump. Instructions were provided for storing the malfunctioning pump and returning it within 10 days using a pre-paid label. Customer acknowledged the instructions and steps for receiving and setting up the new pump.